Event description:
It was reported that 15 months post implant of a bifurcated device and a infrarenal aortic extension, a proximal endoleak was identified.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event of a possible type ia endoleak was confirmed during clinical assessment. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be determined based upon available information. However, cautionary product use conditions that might have contributed to this event included: tortuous, reverse conical aortic neck.